Event description:
It was reported that the patient presented for a remote follow up via merlin.net with post-paced t-wave oversensing (pptwos) exhibited by the implantable cardioverter defibrillator (ICD). Additional information has been requested, but not yet available. The patient was in stable condition.

Manufacturer narrative:
Correction: e2 for medical assistant instead of physician.

Event description:
New information received noted that the patient presented in clinic and programming changes were performed on (B)(6) 2022. The patient was in stable condition.